Event description:
It was reported that a pump keypad is inoperable. The customer stated that a failure of the #3 (ghi) key was observed. It was also reported that the keys on row 2 and 3 (#0, #1, #2, #3, #4, #5, #6 and ".") On the keypad are unresponsive.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selection key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). Sigma's engineering investigation is in progress. When compete, a supplemental report will be submitted. The date of event is unk.